Event description:
It was reported that the patient was experiencing pocket pain. The patient underwent a pocket revision procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event date used was the date the of the revision.